Event description:
This patient underwent a bilateral mastectomy in 1989. In april 1993 she had excision of scarring and insertion of mamarry prosthesis, to correct her deformity. At the present time, because of the present size and desire for further augmentation and correction of the deformity she underwent a removal of breast implants and insertion of larger prosthesisinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.